Event description:
It was reported that a female patient who underwent an unspecified breast surgery with a mentor memorygel xtra , 650cc breast implants has experienced unknown-sided ¿under filled¿ intraoperatively. The report stated that the doctor opened the implant box and didn't think the implant looked like the right implant. He thinks the box was mis labeled with the wrong implant. He compared it to a different implant, and they look different. The doctor used another implant and completed the procedure. No adverse event reported. Note: per the photo of the label and the video of the implant mentioning the lot number 9746188 engraved on the reported ", this is not a case of mislabeling. The reported device is reported to be softer in comparison with another implant of the same product code shpx650.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: underfilled implant. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on february 08 , 2023: the product was returned to mentor for evaluation. Mentor conducted dimensional and weight measurements of the returned device. Dimensional and weight measurements of the returned sample revealed that the smooth high profile xtra 650cc breast implant was within manufacturing specifications. Accordingly to the results obtained from this investigation, it can be concluded the conditions reported in the complaints associated with size differences cannot be confirmed to be related to a manufacturing defect. A review of the edhr for the lot confirms the lot was manufactured within specifications, the investigation did not produce evidence the lot was impacted by a mix during processing and the results of the mandrel, assessment could not confirm mandrel variability as a cause of the difference in potential size. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 21 , 2022: the product was returned to mentor for evaluation. Mentor conducted dimensional and weight measurements of the returned device. Dimensional and weight measurements of the returned sample revealed that the smooth high profile xtra 650cc breast implant was within manufacturing specifications. Based on the manufacturing report, the dimensions of the finished device can vary, and a device can become relaxed, resulting in a decrease in projection and an increase in diameter. Accordingly to the results obtained from this investigation, it cannot be related to a manufacturing issue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).